Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, supraventricular tachycardia (svt) with a cycle length of 340ms was induced, and arrhythmia was terminated by ablation with pf lesions on the crista terminalis. Sympathomimetic medication was started and burst pacing induced another svt (cycle length 270ms). The avo tricuspid isthmus (cti) line was ablated from the tricuspid valve annulus to the inferior vena cava using radiofrequency lesions, except for two pf lesions on the eustachian ridge. Sinus rhythm was restored, but mapping and ep differential maneuvers suggested a leak at the tricuspid valve end. An additional radiofrequency lesion was placed at the anterior portion of the tricuspid valve, after which the patient developed heart block. The procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image and data files were returned and analyzed. The files showed multiple messages were received. Images of a 3d map reviewed and confirmed pulmonary vein isolation (pvi) with pulsed field (pf) energy, crista terminalis with pf energy, and cavotricuspid isthmus (cti) with radiofrequency (rf) energy, with additional lesion sets to anterior roof of left atrium in close proximity to left superior pulmonary vein with pf energy. In conclusion, the reported clinical issue, heart block, can be plausible through the data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that this was a case of inadvertent atrial isolation that occurred following the last application of radiofrequency energy to the anterior aspect of the tricuspid valve. Paced propagation resulted in right atrium/left atrium dissociation. The right atrium was paced and the left atrium was activated via ventriculoatrial conduction resulting from right ventricular pacing.